Manufacturer narrative:
As it appears heparin was in use for the impella device (and noted subsequently paused), bleeding is being reported accordingly (even though it was noted the retroperitoneal bleed is unrelated to the impella) as it unknown if the use of the heparin adversely impacted and/or exacerbated the situation. Additionally, given the patient¿s demised outcome, there is not enough information to exclude the impella device used as an associated factor given the event. The impella device was not returned, and the investigation has been completed. The root cause of vascular damage peripheral vessel could not be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support (mcs) and bridge to transplant. Approximately 13 days after start of the support, placement signal low alarms with suction were encountered. The alarms were noted to have self-resolved. An ultrasound was completed at bedside and revealed the impella 5.5 was malpositioned. An echocardiogram measured the cannula at 6.7 centimeters from the aortic valve annulus. The surgeon repositioned with echocardiogram at bedside with cannula measurement now 5 centimeters from the aortic valve annulus. The patient continued on impella mcs and was noted for possible durable ventricular assist device placement work up. Approximately 10 days later, placement alarms were triggered. An echocardiogram was performed, and the device was measured at 6.58 centimeters. The patient was taken to interventional radiology for a procedure. The impella support was on p-2 and awaiting repositioning. It was later reported that the patient experienced a retroperitoneal bleed and had gone to interventional radiology for cauterization of the bleed noted to be unrelated to the impella 5.5 device. The patient was lethargic and placed on a ventilator over that weekend. The patient was noted on several drips. Lactic had a downward trend and the latest echocardiogram measured 5.4 centimeters from the aortic valve annulus. A couple of days later it was noted the patient's condition was noted to be "actively" declining. A decision was made with the heart failure team and family to withdraw care, and the patient would expire after approximately 27 total days on impella mcs.